Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye. No further information was provided.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between jun 14, 2022 and jul 12, 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 18, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. The complaint issue "hm-unspecified injury" was not confirmed. Any additional issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.